Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv2000 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the patency of the catheter was confirmed after the insertion, infusion and aspiration could not be performed. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that when the patency of the catheter was confirmed after the insertion, infusion and aspiration could not be performed. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and appears to be supplier related. One proximal segment of a 4 fr groshong nxt connector, one sealed 4 fr groshong nxt catheter, and one product sticker label were returned for evaluation. The product sticker label indicates lot: refv2000. No apparent evidence of use was noted on the devices. The connector was flushed with water using a 12 ml syringe and was found to be fully occluded. Inspection of the components revealed the occlusion to be located within the red hub. Microscopic observation of the distal end of the red hub revealed a red material to be occluding the flow path within the hub. The distal stem was bisected in order to inspect the inner surface. The characteristics of the occluding material resembled the hub material. Since the occlusion source appears to have occurred during manufacture of the component, the complaint is confirmed. Bd is working closely with the supplier to prevent reoccurrence of the reported event. H3 other text : evaluation findings are in section h.11.